Event description:
It was reported to boston scientific corporation in 2007 that a resolution clip device was used during a colonoscopy procedure performed the same day (a male patient, weight unknown). According to the complainant, during the procedure, the physician had difficulty opening the clip, and finally clip did not release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. Product unavailable for analysis.